Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting hot to the touch while charging.

Manufacturer narrative:
No evidence of a thermal event was observed. The device temperature did not exceed 40°c. The maximum allowable temperature for the device is 40°c, indicating the device stayed within the allowable range.correction to d(4): sequence number changed from unavailable to 010400-12683.